Event description:
The user facility reported a 62-year-old female noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. After the impella was inserted, the patient transitioned to pulseless electrical activity arrest (pea). Advanced cardiac life support was provided and return of spontaneous circulation (rosc) was achieved. The patient arrested two more times during case with similar pre pea arrest arrhythmia and quick rosc.

Manufacturer narrative:
The investigation of the reported issue has been completed. Ventricular fibrillation (vt), ventricular tachycardia (vf), atrial fibrillation, atrial tachycardia occurred during device support. Any device contacting the heart wall in conjunction with a poor patient condition could result in vf/vt but since fluoroscopic imaging and/or sufficient clinical details were not provided, a relation between impella and the root cause vf/vt is unable to be determined. This report is being filed as part of a retrospective review of historical records.